Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl572t - ligature clip 12 mag.= 144 pcs.. According to the complaint description, the tip of the clip magazine broke. During surgery, the plastic at the tip of the clip may have broken and remained in the patient's body. The fragment remained in situ. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: here we detected a fractured nose and a deformed slider sheet. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Explanation and rationale according to the quality standard and DHR files a material defect and a production error can be excluded. There are no hints of a pre- damage or something similar. Investigations lead to the assumption that the cause for the mentioned deviation was caused by an improper handling. If the cartridge engaged not completely or was damaged during inserting, there is an impairment of product functionality. This could lead deformed slider sheet, to wrong positioned clips and a clip jam. Additionally, the broken off nose was most probably caused by exerting too much force to the nose during application. If the surgeon pushes the nose of the cartridge into the tissue it can be the possibility that the nose broke off and the slider sheet deforms. Based upon historically grown product experience and due to different simulation, this leads to the described error. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.